Event description:
Patient had multiple admissions due to increase in ldh.ldh reached up to 1633 during this admission. Tee showed nothrombus but during device exchange - thrombus was noted in the inflow.